Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
On (B)(6) 2015 the patient underwent bilateral lens implants with symfony lenses in each eye. The patient experienced halos, glare and problems seeing with dim light. Customer experienced halos (like spider webs) on lights at night (mostly street lamps and car headlights) as well as dark floaters in each eye immediately after surgery. They have not changed after one year. Customer is also distracted by any type of glare or less than perfect lighting and slight dizzy feeling as if his two eyes were having difficulty focusing. In (B)(6) 2016, his physician performed a photo refractive keratotomy (prk) to add .5 to the left eye. This has helped "slightly" with the focus discomfort but nothing else. The lens is 10/10 on intermediate to long clarity, contrast, color correctness and depth of field. But only in optimal lighting. Long distance is 9/10 and reading is 6/10. Patient reports his symptoms are adversely affecting his quality of life. The physician was contacted for additional information and stated that the patient had a dpv (B)(6) 2015, but his vision was 20/20 each eye for far. On (B)(6) 2015, the patient reported seeing halos and his vision for near wasn't good. His vision for far was good but he is feeling that he has to force his eye all the time. His vision was better with the right eye. On (B)(6) 2016, patient was seeing snow flakes. On this day the physician decide to do a prk laser on the left eye and the procedure was performed on (B)(6) 2016. On the last visit, patient's vision was 20/20 each eye for far and right eye (od) was j2 and left eye (os) was j7 for near. Patient bothered by aberration and vision for near. This report is to capture the intraocular lens (iol) implanted in the left eye. A separate MDR will be filed for the lens implanted in the right eye.